Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display was flashing all green boxes. The pump had power to it, but the pump will not roll. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per technical support this issue sounds like a central processing unit (cpu) board.